Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the planned coronary procedure was completed after restarting the system. Analysis of the log files indicated that there was an error message of ¿application error: collimator dose measurement device hardware or mechanics defect¿ confirming the malfunction. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse indicated that instead of the system shooting exposure when the foot pedal was engaged once, the foot pedal had to be pressed more than once due to a dose error message on the system. Further analysis by fse stated that the issue was most likely caused by a bent and dirty tube bodyguard port, and a malfunctioning area exposure product (aep) ion chamber of the collimator resulting in the dose not being recorded properly. Fse repaired and cleaned the tube bodyguard, removed the aep chamber and reconfigured the system to calculate the dose area product (dap) using the detector instead of the aep chamber. After these actions, the dose was being recorded accurately and the system was returned to use in good working condition. The instructions for use for the allura device recommend using a system restart if there is a system failure.the allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable.

Event description:
It was reported to philips that cine was not working. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.